Manufacturer narrative:
Eval: the hosp did not record the lot number recorded for review of manufacturing records. A review of the complaints database reveals no similar reports on this catalog number. A review of the instructions for use (IFU) for the warming blanket reveals: cautions: thermal injury may occur if these cautions are not followed: three of the cautions: monitor the temperature of the pt at regular intervals. Periodically observe cutaneous response under blanket. If erythema is evident, decrease the temperature setting or discontinue use of convective warming therapy. If the over termperature audible alarm sounds and/or the red over temperature alarm indicator illuminates, discontinue use of the warming unit and remove from service. Etc.